Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and verified that the connector was damaged. The fse replaced the front end pcb (0670-00-1164). The fse performed transducer calibration, software update, and equipment verification. A functional check and test was also performed.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units ECG cable was not connecting to the connector. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings, medical device ¿ problem code, investigation conclusions).